Event description:
The facility reports, the resident was being transferred from a wheelchair onto the gurney for surgery. The clip on the sling broke and the patient fell, hitting the back on his head on the floor. The patient sustained a bump to the back of his head.